Event description:
A following induction leak was noted. Additional air was delivered to the cuff, however we were unable to achieve adequate tidal volume. An endotracheal tube exchange was performed successfully.